Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 62-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was an elevated plasma-free hemoglobin-pfhg (60 & 330) and lactate dehydrogenase (ldh) 1,400. The patient was started on continuous renal replacement therapy (crrt) due to mixed shock, cardiogenic, and septic shock. P-8 flows and multiple vasopressors supporting patient. Vasopressors weaned down with improvement in ldh and pfhgb. P-level weaned down to p-6. Initial lactate was 21.9 when the device was placed. Creatinine elevated and increasing prior to impella placed; therefore, the crrt was attributed to the patient's cardiogenic shock. Good pump position was confirmed via imaging. After six days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. While on support, the device functioned at p-8 at 3.4l/min as intended with d5w sodium bicarbonate in the purge solution. Hemolysis can be attributed to the patient's underlying cardiogenic shock and/or the use of a mechanical circulatory support device.